Manufacturer narrative:
A temporal association exists between ccpd therapy utilizing the liberty cycler, liberty cycler set, and the patient¿s adverse event(s) of abdominal pain, peritonitis and colitis. Based on the information available, the etiology for the patient¿s colitis is unknown, therefore causality cannot fully be determined. It is known that patients with renal failure are known to commonly have gastrointestinal complications. At the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty cycler and/or liberty cycler set malfunctioned in any way to cause or contribute to the event(s). As reported by the pdrn, the patient¿s abdominal pain and peritonitis event(s) are causally associated to the recently diagnosed colitis. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on a customer experience, the peritoneal dialysis patient reported abdominal pain and feeling full. Additional information was solicited and received. The patient¿s peritoneal dialysis nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2018 with abdominal pain and was subsequently diagnosed with peritonitis and colitis following a computerized tomography (CT) scan (specifics unknown). Reportedly the patient was treated with vancomycin (dosage, frequency, route and duration unknown), and ceftazidime (dosage, frequency, route and duration unknown). Cultures (origin of sample unknown) were obtained on (B)(6) 2018 and the results were found to be negative. The pdrn reported the cause of the peritonitis was unrelated to improper aseptic technique, but rather related to the underlying colitis. The pdrn also reported the event(s) were unrelated to pd therapy, and the patient has completely recovered.